Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/12/2024, it was reported by a sales representatie via phone that (2) ar-8990st-2 fibertak® dx suture anchors pulled out. This occurred during a lateral ankle instability repair on 12/11/2024 the devices were inserted and when going to set them they pulled out the bone. The patient had good bone quality and an ar-8990ds was used to prepare the bone. The case was completed using (2) ar-8934bcst-2. This caused a couple-minute delay that did not require additional anesthesia. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.